Event description:
On (B)(6) 2025, it was reported that the user¿s ilet wake button was not functioning consistently, requiring multiple taps to activate. After completing a firmware update via the ilet mobile app, the device began waking without issue. The agent also recommended restarting the ilet if needed. No blood glucose impact was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.